Manufacturer narrative:
(B)(4). Additional information requested but unavailable. On the form you submitted, you stated that the surgical procedure date was (B)(6), 2018. Please confirm the surgery date of (B)(6), 2016. The batch and/or lot number you provided, n4278n, did not correlate to a device. The analysis results found that the ats45 device was received with the firing trigger damaged and with no reload loaded in the device. While no conclusion could be reached on what cause the firing mechanism to fail, it is possible that the device was fired on tissue thicker than indicated or through a locked cartridge. When either or both of these scenarios occur, the components in the firing mechanism can be damaged. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at fgqa. No conclusion could be reached as to what may have caused the reported incident, as there was no reload returned for analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during an unknown procedure, the handle broke off while the surgeon was trying to staple. Another like device was used to complete the procedure. There were no adverse consequences for the patient.